Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site. And the (B)(4) FDA registration number has been used for the manufacture report number. The initial reporter also notified the FDA on 23-jun-2022. Medwatch report # 4900240000-2022-8045.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: tpn filter found to be leaking.

Manufacturer narrative:
H6: investigation summary: one used filter set was received from the customer and analyzed by our quality team. The set was infused with saline solution and the filter leaked as described by customer- verifying the complaint. Though a material number for the set was not provided, it closely matched that of the mz9272 set. The filter was then sent to the supplier for further investigation. The leak was confirmed by supplier and then washed with distilled water over the course of multiple hours and then dried in an oven. After the filter was cleaned, there were no longer signs of leak and the air vent performed properly. From the supplier- "it would appear that the drugs or solutions being filtered at the time the leak was detected had compromised the hydrophobicity of the vent membrane" the root cause of this failure is unknown. This type of complaint- leakage from filter is a known issue and is being investigated on multiple levels of our organization. The filter supplier, our manufacturing teams, r&d, and our quality engineers are all working diligently to determine the root causes and eliminate further occurrences from taking place. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: tpn filter found to be leaking.